Event description:
It was reported, that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted, that the right ventricular (rv) lead was oversensing noise. Resulted in pacing inhibition. The lead was explanted and replaced. The patient was in stable condition.